Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had needle break guardian sensor. The customers blood glucose was unknown. The customers also reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found needle hub separated from sensor base. Also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Found sensor in full during analysis.